Event description:
This pt developed meningitis four days after surgery to remove a large acoustic neuroma and implant a nucleus auditory brainstem implant, and after three days of intubation with a lumbar catheter. Antibiotic treatment was administered immediately upon the presentation of symptoms and lasted 14 days. The treatment was then extended for four more weeks, as symptoms of meningitis reappeared. The hosp suspects that the catheter may have introduced the pathogen and has initiated an investigation.